Manufacturer narrative:
(B)(4). Since the original report, the hp has had no issues with the homechoice (hc). The hp stated the previous pain issues he experienced were based on his drain volumes and since the nurses adjusted the hp?s prescription the hp has had no problems whatsoever. A review of previous service history for the device did not show a relationship or potential cause related to any repairs that have been made to the device. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) was diagnosed with a hernia. About five months later, the hp was scheduled to undergo a hernia surgery. The patient was not admitted to the hospital and was able to leave the hospital on the day of the surgery. The volume of the pd solutions has been reduced from 2.5l to 2l. At the time of the report, the patient was recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual occurrence date is unknown; however, the patient was diagnosed with the hernia sometime in (B)(6) 2013. A trend review has been completed. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.